Event description:
It was reported that patient has developed a z syndrome. At 6 weeks post lens implant, lens was rotated and capsular tension ring was used (ctr). A yag was performed about 6 weeks later and the doctor noted "slight z" again. Additional information has been requested.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.